Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a broken sensor from the package. The customer's blood glucose was 159 mg/dl at the time of incident. The customer stated that the sensor's tip was bent. The customer also mentioned that he tried to straighten out the needle and tried to use it but it scraped him and caused him to bleed. The customer stated that he discharged the sensor and will not be returned for analysis.